Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2015 with the following findings: a review of the pump black box data and alarm history showed no evidence of a cs 128 replace battery alarm. The black box showed evidence of a partially discharged battery being installed. The battery compartment was observed to be cracked. The battery cap fully secured to the pump; a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress was observed. The complaint of a cs 128 alarm or battery life issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump emitted multiple 128 replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.